Manufacturer narrative:
The tubing set and power source were not returned for testing. Two infusion tests were run. The first test ran at 25ml/h for a total of 38ml. The second test ran at 10ml/h for a total of 35ml. Both tests infused within system product specification of -4.3% and -5.68%.

Event description:
The pump was noted to underdeliver by approx. 50% during biomedical engineering test procedures. It had been received with an unsigned note attached that stated: broken. The pump could not be tracked to a pt/nursing unit or user. Biomed has received no reports of any adverse pt events with this pump.